Manufacturer narrative:
The hospital would not release the explanted screw head. Imaging films were not provided. With the available information a cause of contributing factor cannot be determined.

Event description:
It was reported that the patient underwent lumbar fusion from l3 to l5. The patient was seen for follow up in 2009. X-rays showed the left multi-axial screw was broken at l5 approximately 2/3 up the shaft on the proximal end. The patient underwent revision surgery for pseudoarthrosis, not the broken screw. The head of the screw was removed but the shaft was left in the patient. The surgeon did not feel the broken screw was a patient risk. The surgeon used iliac wing screws for fixation at l2/l3/l4 and at l5 on the right. No fixation devices were added to l5 on the left or at s1. No additional patient complications were reported.